Event description:
The pt underwent diagnostic coronary catheterization. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The pt was noted to have a heavily scarred vein related to multiple previous procedures. Resistance was met on deployment. The cardiologist continued to pull against deployment before attempting to back-down the needles. Back-down was not successful. Under fluoroscopy, the device was twisted to release the needles & removed. A second techstar xl 6 fr device was inserted & resulted in successful closure of the arteriotomy. There was no injury to the pt.